Event description:
It was reported that the cartridge was not fitting properly on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer took corrective action by using a manual injection to address the high blood glucose. Technical support instructed the customer to inspect and clean the pneumatic tap area, remove an o-ring from the pneumatic tap, and reload the cartridge, after which insulin therapy was resumed successfully.